Event description:
On 12/29/1997 the account reported incorrect cbc results, which were run on the cd 3500sl. Because of the reported results, the patient was transfused with two units of prbcs. The patient's hct after the transfusions was 45.0 and the physician questioned the previously reported results. The original sample was retested and gave a hct result of 41.3. The patient was discharged on 12/31/1997 with no additional complications.